Manufacturer narrative:
(B)(4). One used y set bag assembly was received into the lab in reference to a leak. Upon visual inspection, it appears that the drain port tubing was not assembled all the way to the inside of the bag. The complaint was confirmed for leak due to the misassembled tubing line. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
This is an international repor where a leak was found around the junction by the drain bag and the tubing. The patient confirmed that the tube was shorter than normal. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.